Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 36 and 48 hours. The patient reports experiencing pain, redness and swelling at the pod infusion site. The patient applied a new pod at another infusion site prior to going to their primary care physician (pcp). Once at their doctors office the patient was diagnosed with cellulitis at the pod infusion site. The patient was prescribed both bactrim and amoxicillin. The patient was at the doctors office for 1 hour.